Event description:
It was reported that when using the pyxis medstation es system, a biometric identification malfunction was experienced. A customer reported that a user was unable to dispense medication due to a malfunction, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the biometric identification was not recognized at the station. A field service engineer effectively removed all drivers and discovered that the biometric identification functioned properly after replacing the biometric identification component to address the problem. The system functioned as intended after the field service engineer troubleshot the device. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.